Manufacturer narrative:
Model number/catalog number: 1100456316. Serial number: n/a. Batch/lot number: 72400024. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 1100643124. Serial number: n/a. Batch/lot number: 72404127. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, tissue damage, scarring, urethral atrophy, mechanical issue, disconnection and migration are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of recurrent incontinence, tissue damage, scarring and urethral atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. The patient reported the device did not function as expected and that incontinence recurred shortly after activation. The physician suspected urethral atrophy and performed a cystoscopy prior to revision. During revision, the cuff tubing hub was noted to be superficial, and the cuff was found uncoupled but fluid filled. Significant tissue deterioration and scarring were observed, which the physician suspected may be associated with movement of the uncoupled cuff while loosely positioned around the urethra. During dissection, a urethral injury occurred and was repaired via urethroplasty. The pump and pressure regulating balloon were left in place. There were no further patient complications.